Event description:
Patient reported their bladder device hasn't been working, agent warm transferred the patient to pelvic health. Agent received call from a axonics patient. Caller stated that their device has not been working and they are getting up a lot at night. Agent redirected the caller to the healthcare professional and axonics to further assist. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).